Event description:
Patient presented to clinic for a steroid injection into a joint. The physician was preparing to apply ethyl chloride to the skin site. She heard a faint hissing sound and then the top piece of the ethyl chloride bottle (the small black piece that is attached to the metal spray trigger) dislocated from the larger black screw top piece of the bottle. The piece shot into the air and hit the patient on the forehead. The patient was not injured. Patient counseling provided: (B)(4).